Manufacturer narrative:
Mfg site eval: material and hardness test results indicate product is w/in spec. The break is a spontaneous force fracture; mechanical overload. No product deviations found.

Event description:
Country of complaint: (B)(6). Varady hook tip broke. Fragment (sterile and blunt) left in pt, found on x-ray after surgery. Surgeon and pt are satisfied w/result.